Event description:
Information received indicates, the bed exit will not alarm when weight is removed from the head sensor.

Manufacturer narrative:
The technician found the wire pinched to the head sensor. The technician replaced the head sensor to repair the bed.